Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time of incident was 56mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.